Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. D4: (B)(4). D11: concomitant medical products: z.s.g.m. Cutter 1:1 ratio caution: sharp/ pn: 00770301000/ ln: 63072348/ sn: (B)(6). Z.s.g.m. Cutter 1.5:1 ratio caution: sharp/ pn: 00770301500/ ln: 62393935/ sn: (B)(6). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher on july 25, 2019 revealed that the comb was bent. The pretest was unable to be performed due to the bent comb. The 1:1 ratio cutter, serial number: (B)(6), and 1.5:1 ratio cutter, serial number: (B)(6), both produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 25, 2019 which included replacement of the comb. Skin graft mesher, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent. However, the 1:1 ratio cutter and 1.5:1 ratio cutter both produced a passing sample mesh. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the unit had a bent cable and both the cutters were damaged. The event occurred during surgery and involved no harm and no delay. No adverse events were reported as a result of this malfunction.